Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage on the liquid crystal display board, motherboard, interface board, radiofrequency board, motor, vibrator assembly, and battery tube assembly was noted during visual inspection. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to water when the customer fell into a lake with the device on. The customer's blood glucose was 164 mg/dl. The caller noted that a constant tone was occurring from the device. She stated that the tone began after they retrieved the insulin pump from the lake, after which the display screen went blank. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.